Event description:
Reporting rationale: serious injury- medical intervention. Reporting status: restenosis requiring balloon angioplasty. Device issue: none. Pms case. It was reported that the initial procedure was performed in 2005. The pt had suffered acute myocardial infarction. The target lesion was the distal lcx with no tortuosity, no calcification, and 100% stenosis. The 2.5x18mm pixel stent was implanted at 14 atm and no post-dilatation was performed. The procedure was completed without complications. In 2006, the pt experienced angina. Decreased st was confirmed with ECG. Angiography was performed, confirming restenosis in the distal lcx; therefore, dilatation was performed with a 2.5x15mm nc mercury. Six months later, the pt had a follow-up visit and had recovered. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- angina, EKG/ECG changes, and stenosis, as listed in the device risk assessment and IFU are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality issue. It should be noted that the IFU states that a contraindication is, "pts who have experienced a recent (less than 1 week) acute myocardial infarction." In addition, the IFU also instructs the user, "with ptca catheter, pre-dilate the lesion enough." There does not appear to be any indications of a sds quality problem, although a conclusive root cause cannot be determined.